Event description:
Physio-control is currently investigating devices that have failed a defibrillation load test by producing higher impedance measurements than the specifications and logging an event code in the memory. Preliminary investigation determined that an integrated circuit (ic) chip, designator u53, was providing the incorrect output. Design engineering has identified an unusual corner use case of the design that could result in the device not correctly sensing when a pt is connected. The testing process does not fully expose this corner case, which has both temperature and timing aspects. There has been no pt use associated with the reported events.

Manufacturer narrative:
(B)(4): physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.